Manufacturer narrative:
Patient weight was not provided for reporting. Date of event is unknown. Additional device code: hwc, ktt. Date of implant is unknown. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number was not provided for reporting. (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent revision surgery due to unhealed fracture. A small plate and six unknown screws implanted on an unknown date were removed from the ulna and it was replaced with a longer plate. All the removed parts were intact. The procedure was completed successfully and there was no surgical delay. Patient was stable after the surgery. This report is for one (1) 3.5mm lcp plate 8 holes 111mm. This is report 1 of 2 for (B)(4).